Event description:
The reproter contacted animas on (B)(6) 2014 alleging loss of prime issues. The reporter stated that the patient had a blood glucose (bg) of 344mg/dl with symptoms of dehydration and polydypsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2014. Correction: the lot number associated with this complaint is unknown. The previously reported lot number was incorrect.